Manufacturer narrative:
Product ID: 3889-28, lot# va057ly, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete through manufacturing report #3004209178-2013-15887.

Event description:
It was reported that the patient ¿now had restless leg syndrome,¿ which began when the device was implanted and had been treated the ¿last few months with neurontin.¿ the patient stated that one of her doctors informed her that the device caused the restless leg syndrome. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #3004209178 -2013-15887 as the patient had other issues related to the device, such as pain and a burning sensation. Analysis results will also be reported through this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.